Event description:
It was reported the during surgery, while coagulating the bleeding points after the vaginal cuff closure, the jaws of the bipolar maryland forceps (bmf) were seen to open in a "bouncing" manner. Even when the hand controller was opened slowly, the bmf jaws opened suddenly and almost instantaneously. The issue occurred towards the end of the procedure, so the surgery was completed without replacing the defective instrument. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.